Event description:
The facility reported an infusion pump with a failure code 570. It was not specified if this failure occurred while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports were field since the last baxter svc event.

Manufacturer narrative:
Eval summary: the reported failure code 570 was confirmed during testing.